Manufacturer narrative:
The reported lot number does not correspond to the item code reported therefore a manufacturing device history review (DHR) could not be performed. However, all dhrs are reviewed to meet regulatory requirements prior to product release. One used catheter was received for analysis. A visual inspection revealed that the catheter showed signs of use (such as residues of blood) and a hole was identified in the catheter between the assembly of the extension with the hub. During a physical/functional evaluation, the sample was submitted to an underwater test and a leak was identified at the junction between the hub and the extension. The reported condition was confirmed. However, based on the available information and signs of use, it was determined that the catheter was in good conditions prior to use. Furthermore, the manufacturing process was reviewed and no potential causes contributing to the reported condition were found. Therefore, an exact root cause was not determined. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the PICC line catheter found to be leaking through a crack/hole.